Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and t sling universal polypropylene sling were implanted into the patient. It was reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior colporrhaphy and posterior colporrhaphy on (B)(6) 2013 due to vaginal pain, dyspareunia, vaginal scarring, exposed mesh, vaginal prolapse and shortened vaginal canal. It was reported that patient underwent sacrospinous colpopexy, enterocele repair, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, colpopermeorrhaphy, repair of urethra, removal of mesh from the urethra and the bladder and urethral lysis on (B)(6) 2013 due to pop, enterocele, cystocele, rectocele, absent perineum and sui. It was reported that patient underwent sling urethropexy, cystocele repair, anterior colporrhaphy and spt on (B)(6) 2014 due to sui and cystocele. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent mesh excision on (B)(6) 2012, (B)(6) 2013, and (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.